Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the surgical staff alleged that the tip of the fenestrated bipolar forceps instrument had frayed wires. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported a frayed wire at the tip of the instrument. However for clarification, the nonconformance observed through engineering was a broken pitch cable. Based on this observation, the alleged complaint was confirmed. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.